Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display and damage. The customer also stated that they experienced a high blood glucose of 550 mg/dl. The customer woke up with the blood glucose and has not treated. Troubleshooting for the damage was performed. The customer stated that there was crack on top of the battery compartment but they did not know how it occurred. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. Troubleshooting for the blank display and high blood glucose was declined. The customer could not bolus due to the battery issue. The insulin pump will be returned for analysis.